Manufacturer narrative:
H3 - the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal notification, that a patient is pursuing compensation for failed knee implants. The patient had bilateral knee replacement in 2013 using exact-tech logic. Those procedures were performed in (B)(6) hospital for special surgery. In 2018 the patient had bilateral replacement. In 2021, the defective products were removed from his left knee and replaced with a competitor's components. Plaintiff has suffered the following injuries and complications as a result of this exactech device: revision surgery, synovitis, osteolysis, bone loss, component loosening, two stage exchange arthroplasty with need for mobile articulating spacer, loss of mobility, pain, swelling. First left knee revision reported under MDR# 1038671-2022-00814.